Manufacturer narrative:
Section b4: (on initial report) (B)(6) 2021 is corrected to (B)(6) 2021. The hydrus microstent used during the procedure was returned to ivantis and evaluated. Visual, functional, and dimensional inspection was performed on the implant and delivery system. No issues pertaining to the complaint were observed. The device functioned as intended during advancement, release, recapture and retraction when tested in a simulated eye model.

Event description:
The following additional information was received. At approximately 2-weeks post-op, the patient's vision had returned to normal at 20/25 with an iop of 16mmhg on diamox and 2 topical iop-lowering medications. The surgeon did not comment on the status of the iris.

Event description:
On (B)(6) 2021, the left eye of a male patient underwent implantation of the hydrus microstent. During hydrus implantation, the surgeon attempted to regrasp the microstent and it became "stuck in the mouth of the injector and would not retract into the cannula when rolling back." The surgeon reported that the iris was damaged during stent removal. The event details and impact to the patient are not known at this time. Additional information has been requested.

Manufacturer narrative:
The hydrus microstent has not yet been returned to the manufacturer for evaluation. Pending receipt of the device, the device investigation findings will be provided in a supplemental report. The device history record was reviewed for this manufacturing lot and there were no discrepancies or unusual findings. A caution to avoid inadvertent capture of tissue when recapturing the microstent is included in the device labeling. Iridodialysis and inability to implant the microstent are listed in the device labeling as potential adverse events. (B)(4).